Event description:
Internal bone transport nail motor failed halfway through bone transport requiring additional surgery, additional anesthesia and increased risk for infection. Required to remove intramedullary nail and place new intramedullary nail. Multiple consecutive xrays confirmed failure of bone transport nail movement.